Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt called from home to report a buzzing feeling in the chest and a single beep on the epc controller. Red heart alarm and low speed operation were reported. It was reported that when the pt moves significantly the pump alarms and has low pump speed as evidenced on the system monitor, indicating a percutaneous lead issue. X-rays were submitted for analysis which revealed evidence of damage at the end of the external bend relief. Eval and repair of the distal end of the percutaneous lead was scheduled. On the next day, technical services staff was onsite to perform the repair and were delayed due to waiting on the operating room. The physician wanted to be ready to put the pt on echmo in case the pump stopped and could it going again. The percutaneous lead was tested with a continuity tester and all 3 lights were out. After connecting the phase interrupter examination found that the yellow, black and orange wires were open, also the brown wire was intermittently causing the pump to stop, even though while prepping the lead, ingress in the silicone was found that was still thick and wet but continued on. After splicing the yellow, black and orange wires technical services changed over to the new percutaneous lead distal end, the pump did stop, and they proceeded to change over the other 3 phases starting with the brown wire, and the red wire and the pump started back up, after completing the green wire technical services tested the lead again and still had all 3 phases out, they did not continue on due to the fact of the ingress. The most likely scenario is that there is internal damage to the driveline since the external repair did not work. A percutaneous lead segment from the pump was returned to the manufacturer for eval. A pump exchange was performed and the explanted pump will be sent to pathology and then to the manufacturer.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.